Manufacturer narrative:
On may 16, 2024, photo investigation was completed as follows: upon visual evaluation of the image provided in the complaint, a foreign matter that could be an excess material is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2024, device evaluation was completed as follows: the mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the smooth hpg, 375cc returned device determined that excess material was observed on the anterior view measuring approximately 1.1 x 0.2 cm. In addition, the device was received without the thermoform. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.1 cm microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged before implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. While this complaint was initiated for particles in the capsule, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will not cause injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. The data record for the reported device shows that was manufactured following existing procedures which included multiple cleaning and inspection steps, and that it meets specifications. The excess material reported cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Complete UDI number has been added to field d4 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 7, 2024, the mentor failure analysis lab receive the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that there was a foreign matter found on 375cc mentor memorygel breast implant. There were no patient involvement reported.